Manufacturer narrative:
Actual sample was retained by facility but has not been received for investigation. The reported lot number showed the product in question was packaged in september of 1980. This product was approximately 27 years old. A 5 year expiration date was placed on these products in the early nineties. A supplemental report will be filed upon completion of the sample evaluation. Baseline report previously provided.

Event description:
It was reported that during a cystoscopy/retrograde procedure, the right and left catheters broke in the patient. One of the catheters broke in two pieces and the two pieces came out of the patient. The other catheter broke in two pieces and the outermost piece of the catheter fell out of the patient while the other piece remained in the patient. The doctor is waiting to see if the indwelling piece will come out. Additional information has been requested but not yet received. No further complications have been reported.